Event description:
It was reported that the device's siderail was pushed down by the patient. Consequently, the patient fell, and the nurse sustained injuries, while trying to prevent the patient fall. The nurse sustained a back injury, which required professional medical treatment, and missed time from work. The patient was unharmed.

Event description:
It was reported that the device's siderail was pushed down by the patient. Consequently, the patient fell, and the nurse sustained injuries, while trying to prevent the patient fall. The nurse sustained a back injury, which required professional medical treatment, and missed time from work. The patient was unharmed.

Manufacturer narrative:
It was determined concluded the siderail allegedly lowering unexpectedly was not due to any component level malfunction, as the hospital bioengineering department verified functionality of all stretchers in the emergency department. The user facility was unable to identify the model or serial number of the stretcher involved in the event. The nurse involved received undisclosed medical treatment from a physician, missed time from work, and has since returned to work. The patient was unharmed during this alleged event.

Manufacturer narrative:
This record was originally classified as an adverse event and product problem. Upon completion of the investigation, it was determined that there was no defect with the device and full functionality of the device was confirmed. The record has been adjusted to reflect only an adverse event, and not a product problem.

Event description:
It was reported that the device's siderail was pushed down by the patient. Consequently, the patient fell, and the nurse sustained injuries, while trying to prevent the patient fall. The nurse sustained a back injury, which required professional medical treatment, and missed time from work. The patient was unharmed.